Manufacturer narrative:
The patient reported on (B)(6) 2025 that they experienced skin irritation in the form of hives while wearing the mcot device with the lead wire adapter. The patient (pt) did seek medical attention from their doctor. The patient did use a prescription medication (trycilynice 1%) as a treatment method. The patient did follow the skin preparation guidelines. The patient did report skin sensitivities/allergies to adhesives or metals. The patient did not take a break. The lead wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The lead wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient reported skin sensitivity/allergy to adhesivesor metals. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that they experienced skin irritation in the form of hives while wearing the mcot device with the lead wire adapter. The patient (pt) did seek medical attention from their doctor. The patient did use a prescription medication (trycilynice 1%) as a treatment method. The patient did follow the skin preparation guidelines. The patient did report skin sensitivities/allergies to adhesives or metals. The patient did not take a break.